Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the insertable cardiac monitor (icm) exhibited electromagnetic interference (emi) oversensing resulting in false tachycardia episodes. No intervention was performed. The patient was stable.